Event description:
Caller reported air bubbles in the system, particularly between the pump and the t:lock, observed during pumping. Blood glucose level impact was noted as high, but specific values were unknown. Customer visited a healthcare professional and required assistance from a certified diabetes educator who changed the infusion set, cleaned the skin, and placed a new set, resulting in no injury being reported. There was no reported testing for ketones. Cts informed the caller that the bubbles were okay and would not affect blood glucose levels, and educated on potential causes related to disconnecting at the t:lock, which the caller acknowledged and understood.